Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) device showed there was no sensing of the premature ventricular contractions (pvc) in the brady episode. The clinician expressed great satisfaction for the ability to add an assessment of each episode as appropriate or inappropriate. The device remains in use. No patient complications have been reported as a result of this event.